Manufacturer narrative:
Additional information: d10, h2, h3, h6, h10 the reported event of inadequate capture was not confirmed. As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the physician observed high capture thresholds. The procedure was completed using a replacement lead. The patient was in stable condition.